Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. As the surgeon reported a possible fistula on anastomosis, can you please clarify the patient's original surgery date and event? How was the patient's fistula identified? What was done to treat the fistula? If a re-operation was performed, what was that procedure date? Were there any patient consequences? What is the current patient status?

Event description:
It was reported that during a carcinologic resection of rectum, the anvil got detached from the trocar and it stayed in the colon during the removal. The surgeon has recovered the anvil with a grasping clamp and he has performed a manual suture on the staples line by safety. However the staples line did not hold and another device has been used to perform the anastamosis on fragile and restricted area.

Manufacturer narrative:
(B)(4). After review of the information received, the file has been change to a serious injury. Additional information was requested and the following was obtained: as the surgeon reported a possible fistula on anastomosis, can you please clarify the patient's original surgery date and event? How was the patient's fistula identified? What was done to treat the fistula? If a re-operation was performed, what was that procedure date? Were there any patient consequences? What is the current patient status? Response received: date of event: (B)(6) 2018. There was a first desertion of sutures immediately after the stapling which led to a recut and a second fistula the next day which was handled by the (B)(6). Later the patient was resumed for chronic fistula and his transit did not start again yet in a functional way. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the healthcare professional¿s experience with the device? Was the procedure performed laparoscopically or open? Can you please confirm the sequence of events? What purse-string technique was used to secure the anvil? What confirmation did surgeon receive that the anvil was properly attached to the device? Was the orange tying area completely visible on the device when the anvil was attached? Was the device difficult to fire? How many counter-clockwise revolutions were used to open the device? Was the anvil removed transabdominally or transanally? Were any issues with staple formation identified? If so, please describe the shape. Were the donuts inspected? If so, please describe. Was the washer inspected? If so, please describe. Was a leak test performed? What is the current patient status?

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what is the healthcare professional¿s experience with the device? Expert, several years of practice. Was the procedure performed laparoscopically or open? Laparoscopy. Can you please confirm the sequence of events? Unk. What purse-string technique was used to secure the anvil? Realization of a purse with a purse clamp. What confirmation did surgeon receive that the anvil was properly attached to the device? Audible click. Was the orange tying area completely visible on the device when the anvil was attached? Yes. Was the device difficult to fire? No. How many counter-clockwise revolutions were used to open the device? Unk. Was the anvil removed transabdominally or transanally? Transanally. Were any issues with staple formation identified? If so, please describe the shape. Dehiscence of the staple line after stapling despite a safety manual suture. Were the donuts inspected? If so, please describe. Yes. Colic donut of bad quality. Was the washer inspected? If so, please describe. Unk. Was a leak test performed? Yes. No more info. What is the current patient status? Chemotherapy, ostomy in place and not definitive.